Event description:
It was reported that while this catheter was being used to deploy another MFR's coronary stent, the balloon of this device burst at a pressure above its rated burst pressure. There were no complicatons associated with this event another ptca catheter was used to successfully complete the case.